Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion and then under infused during therapy. The roller clamp was closed and it didn't trigger a downstream occlusion alarm. After the roller clamp was opened the pump was programmed to infuse a volume to be infused 500 vancomycin, flow rate 250, dose 500 ml for 45 minutes and didn't infuse as much as it should. There was no known patient injury or medical intervention associated with this event no additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem "the roller clamp was closed and it didn't trigger a downstream occlusion alarm" was not confirmed through the event history log review. A review of the history log on the reported occurrence date ((B)(6) 2018) found several infusions matching parameters alleged (vancomycin at 250ml/hr with a vtbi of 500ml). The first infusion was started at 00:49 and completed at 02:51 with 17 downstream occlusions occurring throughout. The second infusion was started at 16:47 and completed at 18:49 with 55 downstream occlusions throughout. There are two low vtbi (same rate) infusions performed following each main infusion and both have several downstream occlusion alarms as well. The roller clamp was likely partially occluding the line which may lead to repeated downstream occlusion which clear without user intervention. The reported problem of "with the roller clamp open the pump ran at 250 ml/hr for 45 minutes and didn't infuse as much as it should" was not reproduced as the device was found to deliver within specification during flow rate testing. The reported conditions were not verified. The device was found to function as designed and deliver within specification during flow testing. No correction is required. The roller clamp was partially clamped during the therapy. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.